Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reset the number one circuit breaker. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display a pre-charge voltage error message upon boot up. No pt injury was reported.